Event description:
Information received from the field notes that the device was found to be in back-up mode. Several attempts to perform a software download were unsuccessful. The device was pacing at the back-up rate, but in voo mode. After a half hour of ECG monitoring, it was noted that a pacing interval prolongation might be "due to an apparent t wave sensing". There were no consequences to the patient.